Manufacturer narrative:
(B)(6) 2019. 07jan2020.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician calibrated the touchscreen and the problem was resolved.